Event description:
It was reported that the tibia peg drill bound up in the tibial plate, producing metal shavings. There is no additional information available.

Manufacturer narrative:
Medical product: size d left medial tibial provisional item# 42538100401 lot# 64690747. Articular surface inserter tip item# 42529900301 lot# 65261569. Headed screw 27 mm length item# 00598304027 lot# 65308058. Headed screw 27 mm length item# 00598304027 lot# 64744186. Headed screw 48 mm length item# 00598304048 lot# 65308108. Headless trocar drill pin 3.2 mm diameter 75 mm length item# 00590102000 lot# 65336216. Partial femur cemented size 5 left medial item# 42558000501 lot# 65215930. Partial articular surface left medial size d 8 mm thickness item# 42518200408 lot# 64660795. Partial tibial cemented size d left medial item# 42538000401 lot# 64805141. The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product identified signs of use (striations). Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Component code: proposed component (annex g) code is mechanical (g04) - drill.